Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name, city and state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 3 of the unspecified bd pen needle would not allow insulin out of her lantus pen. The following information was provided by the initial reporter: consumer reported finding 3 pen needles will not allow insulin out of her lantus pen.

Manufacturer narrative:
Investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 3 of the unspecified bd pen needle would not allow insulin out of her lantus pen. The following information was provided by the initial reporter: consumer reported finding 3 pen needles will not allow insulin out of her lantus pen.